Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving compounded baclofen 1000 mcg/ml at 321.1 mcg/day via an implantable pump for intractable spasticity. It was reported that on (B)(6) 2016 the patient experienced increased pain and spasticity despite escalating the dose of baclofen. A dye study was scheduled. On (B)(6) 2016, a catheter access port (cap) contrast study was performed on the intrathecal/spinal catheter portion and they were unable to aspirate. The dye study revealed good intrathecal spread of contrast but inability to aspirate before or after the bolus. A CT scan with contrast indicated a compression fracture at the level of catheter entrance. Per CT scan, the catheter entered at t12-l1 and a compression fracture was noted at l1. The clinical diagnosis was catheter occlusion. They explanted the old distal catheter and implanted new distal catheter (spliced to old proximal catheter) on (B)(6) 2016. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. The outcome was indicated as 'resolved without sequelae' as of(B)(6) 2016 and the device will be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.